Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infusion 21.2 ml" was reproduced. Evaluation had the flowline run a flow test at a delivery rate of 125 ml/hr at a volume to be infused of 125 for a one hour run time. The device delivered within specification. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 20. The delivered amount was 21.077 and the error percentage was out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the out of adjustment pressure plate travel. The m2/m3 springs, mechanism door and hooks required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused 21.2 ml during testing in the biomedical service department. There was no patient involvement. No additional information is available.